Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer redocked the patient side manipulator (psm) to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The customer redocked the patient side manipulator (psm) to resolve the issue. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side manipulator (psm) moved opposite side. The possible cause noting that the camera's physical position was on the opposite side and the exact location of the camera was unknown at the time with no related system errors. The reported issue would be monitored. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The technical support engineer (tse) reviewed the system logs and there were no related system errors. While a definitive root cause could not be established, the issue may have been due to the camera¿s location on the patient side cart (psc). Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while attempting to manipulate instruments from the surgeon console.